Event description:
It was reported that error code 5 occurred prior to a laparoscopic nephrectomy. The instrument was re-torqued. During pre-run, device failed with and unknown error code. The generator was replaced and pre-run failed. The instrument was replaced and the case was completed successfully with no patient consequence.